Event description:
It was reported to technical services on 9/2/2011 , that this ra lead has impedances over 3000 ohms on the dailies with intermittent noise. Can recreate noise with isometrics, as well as the intermittent >3000 impedances. Discussed possible lead fracture, atrial detection enhancements. Patient does not have history of a-fib, and has good sinus rhythm so they may consider monitoring for now, possibly turning off v>a and afrt for tachy events. Last CT was reform was 18.4 man voltage 2.64. Working with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).